Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The wedges of the collimator could not be moved. A user message was prompted informing that the wedges were unavailable. A philips field service engineer evaluated the system onsite and identified via visual inspection that the right wedge did not move, and an issue was identified with one of the buttons for the wedge filter on the tableside module (tso). The engineer replaced the collimator and the tso, and the system has been returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Wedges are filters used to reduce the x-ray intensity of the irradiated area and improve the quality of the image. There are two wedges that are controlled independently, each with their own switch. The wedge is semi-permeable, meaning that not being able to move the wedge may reduce image quality, but is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, philips concludes that the complaint is not reportable. Corrected data; codes updated as per the investigation outcome.

Event description:
It has been reported that the azurion 7 m20 system had a collimator problem. No harm has been reported. Philips has started an investigation of the complaint.